Event description:
During service of the unit a constant reset with alarm was found. This condition was verified but unpeatable. The power board and main board were replaced as a precaution. On 10/26/04, during a follow-up call with customer, the following was reported: while unit was at the service center, tech tried to turn it on, it would" turn on then shut down again" the unit was not open at this time.

Manufacturer narrative:
Verified but unrepeatable.